Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent revision due to fracture of trauma plate approximately three months post-implantation. Patient reported experiencing a bulge at the front of the tibia prior to the revision. The plate and screws were revised. The screws were reported to be still attached to the bone; only the plate had fractured.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this report is a duplicate of 0001825034-2017-04344.